Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient¿s family noted beeping coming from the system controller intermittently, with no alarms displayed via lights or screen which had been increasing in frequency over the last month. The patient was seen in clinic and had audible alarms when the white system controller power cable was connected to power module, however the patient had no alarms displayed on interrogation. The mobile power unit (mpu) was exchanged and the alarms did not resolve. It was also noted that there was a bend in the proximal white power cable, which produced audible alarm when manipulated. The system controller was exchanged in clinic. No audible or visual alarms were noted following the exchange. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, log files were submitted and downloaded for review. A review of the log files did not reveal any notable events that would indicate an issue with the mobile power unit. Additional information provided on 09dec2024 stated that the reported alarms did not resolve following the exchange of the mpu. Additional information provided on 10dec2024 stated that replacing the system controller resolved the issue. The reported event was isolated to the heartmate 3 system controller and is addressed via the system controller¿s investigation. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The customer order was shipped on (B)(6)2022. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning alarms while connected to mobile power unit (mpu) power. The patient had been hearing alarms while attached to the mpu on (B)(6) 2024. The periodic log file recorded 3 emergency backup battery (ebb) use counts between (B)(6) 2024 23:02:52 through (B)(6) 2024 23:02:49. There were no unusual events recorded in the event log file history during its history, (B)(6) 2024 at 13:10:10 through (B)(6) 2024 14:31:47.